Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0202 - defective component. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Mat#:302832. Batch#:3139675 and 3004070. It was reported by the customer that "a chemo spill occurred sue to the black rubber stopper not sealed well, which caused for the chemo medication to pass through the syringe". Verbatim: "a chemo spill occurred sue to the black rubber stopper not sealed well, which caused for the chemo medication to pass through the syringe. "

Manufacturer narrative:
(B)(4) follow up for device evaluation / correction for additional lot initially reported lot 3139675 - date of manufacture 2028-05-31. Lot 3004070 - date of manufacture 2027-12-31. It was reported the black rubber stopper was not sealed well. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows two packaging blister top webs. The second photo shows a syringe with a red color solution. There are droplets of the solution past the stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lots 3139675 and 3004070. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
No additional information received. Mat#:302832, batch#:3139675 and 3004070. It was reported by the customer that "a chemo spill occurred sue to the black rubber stopper not sealed well, which caused for the chemo medication to pass through the syringe". Verbatim: "a chemo spill occurred sue to the black rubber stopper not sealed well, which caused for the chemo medication to pass through the syringe. "